Event description:
It was reported when the device was used during a low anterior resection, there were malformed staples in the proximal part of the staple line, which resulted in an incomplete staple line. Consequently the pt received a colostomy and the o.r. Time was extended by an hour. There were no other reported pt consequences.